Event description:
New information indicated that the device remains implanted and active in the patient.

Event description:
It was reported that the device entered backup vvi mode with no defibrillation therapy. The patient underwent an MRI scan without being programmed to the MRI settings. The event was resolved with the assistance of technical support. There were no adverse health consequences; the patient was stable.